Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) on a vascu-guard apex 0.8 x 8. The pm (pm) was further described as, ¿had small strands coming off the device¿. The pm was discovered prior to patient use and was not used. There was no patient involvement. No additional information is available.